Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during priming. Customer's blood glucose was 112 mg/dl. Pump was not dropped or bumped. The drive support cap was checked and was sticking out. Customer already reverted to a back-up plan. Customer received a temporary pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.